Manufacturer narrative:
Method code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, the valve implant depth was 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc) at 80% deployed in the native annulus. Decision was made to release the valve and the valve was deployed with no issue. Upon removal of the delivery catheter system (dcs), the nose cone was hugging the inner curvature of the aorta and caught the tab on the outflow of the valve dislodging the valve. The patient was stable during this time. A decision was made to implant a second 26 mm valve which was implanted uneventfully. A confida guidewire was used during the procedure. Per the physician, the patient's hypertrophic obstructive cardiomyopathy (hocm) contributed to the event. A procedural delay of approximately 10 minutes was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6)2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a4. Patient weight added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.